Event description:
Complainant alleged that while analyzing a patient's (age & gender unknown) heart rythym, the device issued a "shock advised" message and started charging, however, when the device completed charging it did not issue the expected "press shock" message and the user did not attempt ot deliver therapy to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.